Manufacturer narrative:
Per follow up with the perfusionist, the pump stopped with the error messages, but could be corrected by reducing occlusion.

Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00234. Per the fsr's email: the customer was trying out a different plasticizer to help loosen the tubing and make it more flexible. The fsr told the ccp that the pump jam errors often have the belt slip error flash simultaneously while the machine decides if this is a belt slip condition or an overcurrent condition. The fsr also informed the ccp that the jam error is just the unit preventing an overcurrent usually because occlusion is set too high, and asked if other staff were having the same issue or if it was a particular pump. Other staff members informed the ccp, they had not seen the issues he was experiencing and he was unsure if it was just one pump. The fsr continued with the preventive maintenance (pm) and found no problems with the unit. The fsr is currently trying to get the technical specifications on their tubing from the chief ccp. After speaking with the fsr regional supervisor about this issue, it seems that the pump pod may need replaced and that the new software update might help resolve this issue as well. The fsr will order parts. Per request from ccp the roller pump was moved from the aortic vent position to the sucker position. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, one of the perfusionist's (ccp) told the field service representative (fsr) that ever since they have switched tubing packs, he would occasionally observe a "pump jam" / "belt slip" error on the roller pump in the aortic vent position while setting the occlusion and that the pump seemed like it struggled to compress the tubing since it was a stiffer tube. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
This complaint is related to emdr #1828100-2016-00234 and #1828100-2016-00287. The reported complaint was confirmed. The field service representative (fsr) confirmed the bearing was leaking grease on the drive belt and pulley system which can cause beltslip errors. He removed the contaminated parts, cleaned and reinstalled. The fsr tested the unit for functionality. The unit operated to manufacturer specifications and was returned to clinical use. No part will be returned to the manufacturer for evaluation. Service records don't show the bearing having been replaced since original manufacture in august 2004. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.